Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # t5e038. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with body fluids on the trocar and anvil. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. Further analysis showed that the tip trocar and the lower shaft from the anvil were noted to be bent, this condition does not allow inserted the anvil in the trocar. In addition, some scratches were noted on the shaft of the anvil. The event reported was confirmed and it is related to improper use of the device. It is possible that excessive force was applied between the trocar and the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t5e038, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please identify the bent part? 2. Please provide a picture if available?

Event description:
It was reported that during a unknown procedure that the device was bent before she could use it and it did not fire. Another device was used to complete the surgery. There were no patient consequences.